Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: caller has an 8015 unit giving him a 200.5040 error. Sn: (B)(4). Case resolution: biomed got this unit back from a third party repair. The software installed on the 8015 was (B)(4). The account should be at poc (B)(4). I walked biomed through on flashing the unit using asm. Biomed will call back if any further issues he may have. (B)(4).